Event description:
On (B)(6) 2010 customer reported receiving a reading of 189 mg/dl on their freestyle freedom lite glucose meter that was higher than the lab result of 69 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The meter has been returned and investigated. The complaint was not confirmed and no new issues were observed.